Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in the revision operation on (B)(6) 2013 due to a broken plate, the plate being used for the revision was broken during the general bending procedure. The operation was finished with a different plate; however, it was thinner, so the surgeon was worried it would be broken in the patient in the future. The plate and all fragments were retrieved. The procedure was delayed 30 minutes as a result of this event. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history record review for this lot has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: a review of the device history record revealed no complaint related anomalies. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the plate broke during the bending between the thirteenth and the fourteenth left hole. The matrixmandible reconstruction plate was sent in four parts with four cutting surfaces, and two fracture surfaces. The microscopy assessment of the implant revealed damaged areas close to the fracture surface presumably caused by the bending instrument. On the reverse side of plate damages from the bending instrument could also be documented. The bending marks close to the fracture area showed angled, probably from the plastically deformation after bending. Marks at the lateral side of plate could be found on the entire broken plate, probably initiated from an -in plane" bending instrument. The fracture surface showed slightly angled the fractographic examination by scanning electron microscope (sem) revealed on the entire fracture surface at higher magnification an elongated honey comb structure with so-called slip lines which is an unequivocal evidence for a ductile forced fracture mechanism. The slip lines indicate a sufficient ductility of the raw material. A clear crack initiation area cannot be determined. The lip on the right and bottom of the fracture area could be an indication of a twist or diagonal deformation of the plate before fracture. The microstructure of the used material was examined in a cross section and found to be according to the standards. There were no evident irregularities (le. Nonmetallic inclusions etc.) Or signs of embrittlement. From the article number together with the fabrication lot number, the production records as well as the implant material lot, its certificates and internal testing records can be traced. Prior to production, the implant material has undergone an intense and systematic material acceptance testing and was released for manufacture only after compliance with the specifications was established. Hence, the plate is manufactured from raw material complying with or exceeding the requirements of the international standard and of the ao specification. Further, synthes is committed to, and certified for a quality system corresponding to iso / en 9001 and iso 13485 of which the production of the concerned device is duly adhered to. Device was used for treatment, not diagnosis.